Event description:
I was given an ellume covid-19 home test after self isolating for 12 days. My initial test was positive on day 3 of symptoms, but it was a different test. I had mild cold symptoms, a sore throat, and fatigue. These have all resolved. In order to be with friends and feel safe, I required a negative test result. Unfortunately, I do not believe that this test is reliable, and that it has yielded a false positive. I also see no reason for downloading an app, and following it's directions and timer. I also realize that 2 million of these tests have been recently recalled, again, and that false positives are the reason for that recall. I strongly recommend that you give this company another, very rigorous, look. I am beyond angry, and for a test that costs (B)(6), very sad that the FDA continues to allow the american public to be bilked at a time like this. FDA safety report ID# (B)(4).